Event description:
It was reported that ext set 0.2 micron filter ss dehp free leaked. The following information was provided by the initial reporter: material #: 20027e batch/lot # unknown it was reported that the compounded IV was leaking. Verbatim: it was leaking while the nurse was trying to hang the compounded IV on a patient. I still have the product and I have included a copy of the product information.

Manufacturer narrative:
Investigation: no product or photo was returned for evaluation, since the sample sent by the customer has been lost during transit. The customer complaint of leakage while the nurse was trying to hang the compounded IV on a patient could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 20027e because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that ext set 0.2 micron filter ss dehp free leaked. The following information was provided by the initial reporter: material #: 20027e batch/lot # unknown. It was reported that the compounded IV was leaking. Verbatim: it was leaking while the nurse was trying to hang the compounded IV on a patient. I still have the product and I have included a copy of the product information.